Manufacturer narrative:
(B)(4). Date sent: 12/02/2020; f10/h6 component code = others (g07). Per photographic evaluation: upon visual inspection of two photos, the following was observed: the photos show a device inside of its package, it can be seen partially open and the seal area appears to be complete. No damaged could be observed on the package. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that a pmw35 device was returned without apparent damage. In addition, the tyvek was returned along with the instrument. The tyvek was visually inspected, and no anomalies were observed. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Event could not be confirmed as no damages were observed and the blister was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Photos were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.